Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by a letter from an attorney, alleging the end user was using the device when the crutch attachment came off causing the end user to fall and reinjure themselves. Due to the fall, the end user required to have a revision hip surgery. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.